Manufacturer narrative:
A philips authorized service provider (asp) reported the customer biomedical department replaced the motor control (mc) printed circuit board assembly (pcba) for correction. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a 35-volt failure occurred on the v60 ventilator causing it to be unusable. The device was being prepared for clinical use. There was no report of harm. The user exchanged the unit for another device. The investigation is ongoing.